Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's reported the cycler alarmed for a drain problem during the last fill. She was able to clear the error and the patient completed treatment. When she was removing the cassette, she heard a popping sound and found fluid leaking from the soft side of the cassette into the cassette area. She was advised to contact the patient's pd nurse. The set was retained and is being made available for evaluation. During follow up the patient's contact reported that he does not have any signs of infection and his effluent has remained clear. The patient's pd nurse was contacted and prophylactic antibiotics were prescribed. No adverse event reported at this time.